Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of (B)(6). During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was solution coming out of the cycler cassette door. Renal therapy services (rts) advised disconnecting and remove the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.